Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient was revised to address a vertically positioned cup. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain. A metal liner and head are now being reported. Date of implant has also been identified.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/23/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Date of birth and attorney information added, revision surgery also reported squeaking, metallosis, and osteolysis. Metal ion labs provided and above 7 parts per billion. The stem is being added to complaint now. Part updated. The complaint was updated on: oct 19, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.